Manufacturer narrative:
Initial.

Event description:
It was reported that the user received a low glucose alert with a measured glucose of 67 mg/dl, and a subsequent reading of 76 mg/dl, with the cause of the low remaining unclear after brief troubleshooting and education due to limited user engagement. Symptoms included no reported clinical symptoms consistent with hypoglycemia. Outcomes included no reported injury, no medical intervention, and no hospitalization. Investigation included remote troubleshooting and user education to assess potential contributors to the low glucose alert. Investigation of this case revealed no device malfunction identified and no specific device component issue determined, with the event characterized as hypoglycemia of unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.